Event description:
It was reported that during the implant attempt, there was no right ventricle capture at three different sites, using both bipolar and unipolar polarity. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; the full lead returned for analysis. Further testing revealed all conductors blood/body fluid (not obstructed).